Manufacturer narrative:
The hill-rom technician found the hand pendant had a stuck head up button. A search of the hill-rom maintenance records did not show-hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head and knee motors had unintentional movement up. The bed was located in the medsurg department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).